Event description:
It was reported during continuous renal replacement therapy (crrt) with a prismax control unit, 9 events of clotting withtin a time period of 36 hours occurred. Treatment was then changed to continuous veno venous hemodiafiltration, using heparin for anticoagulation. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.